Event description:
While removing an undeployed cardiac stent, the stent became dislodged from the balloon catheter. Dr (B)(6) was able to move the stent to the radial artery close to the radial sheath but unable to remove the undeployed stent from the body. Vascular surgeons called and patient taken to or(operating room) to remove the stent. Patient presented as a stemi and had successful stent deployed to open blockage in right coronary artery. When a 2nd stent was being placed, dr (B)(6) stated the stent stripped from the delivery system but remained on coronary wire. She was able to retract everything into the radial artery, but the stent caught on radial sheath and unable to retrieve out of artery. Vascular surgery was contacted, and patient taken to operating room for surgical removal of the stent. Noted in charting that patient was out of operating room and hemodynamically stable. Patient was stable prior to leaving cardiac cath lab when transferred to operating room. Patient and family were informed of the situation by dr (B)(6). Medtronic: onyx frontier 4.0 x 34 mm stent model onyxng40034ux, lot # 0011602282f82001, exp 01/20/2026. Vendor aware of complication. Reference report: mw5148173.